Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient had an ¿allergic reaction¿, "numbness on the left hand side of the face¿ two days post injection, ¿the skin was pink¿, "neuralgia" and "trigeminal nerve injury" after a patient was injected in the cheeks with juvéderm voluma® xc. Treatment is noted as ¿hylenex 2cc, [illegible] 60mg, acyclovir 800mg, medrol dose pak, [illegible] 600mg, cymbalta 30mg, norco 10/325, and ¿hot compress from microwave applied on day 2." Events are ongoing at this time.